Manufacturer narrative:
An oxygen (o2) sensor was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis and an error code was recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause was isolated to the o2 sensor calibration out of range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during service, an 840 ventilator's oxygen sensor failed calibration. The ventilator was not on a patient at the time of the event. The service engineer replaced the oxygen sensor to address the issue. The unit passed all testing and operated within the manufacturing specifications.